Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
The pt was diagnosed with "stress urinary incontinence and vaginal vault prolapse." The pt was implanted with an ams monarc sling on (B)(6) 2009. It was indicated that as a result of this implant the pt experiences recurrent pelvic pain, erosions, and recurrent infection of the tissue around the sling. In (B)(6) 2010, the pt underwent surgery to "to remove the mesh, as well as revisionary surgery, and vaginal reconstruction to correct the injuries caused by the mesh." It was also reported that the pt "has suffered and continues to suffer from chronic pain and severe emotional injuries."